Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2025, due to patient not receiving benefit from the device and need for routine mris. There are no plans to reimplant the patient with a new device as of the date of this report.